Event description:
It was reported the patient was feeling warmth while charging her ipg. The patient reported she feels as if her skin becomes purple if she changes too long. The patient reported the heating begins after 45 minutes of charging. The patient was advised to follow the charging instructions. Follow up regarding the patient status found the patient was utilizing the instructions and reported she was doing fine. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.